Event description:
It was reported that the patient developed meningitis 3 weeks post implantation of his first pump. Additional information has been requested from the hcp, but was not available as of the date of this report.